Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery of the insulin pump did not last long. Customer stated that insulin pump received low battery alert prior to replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated new battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.